Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was 177 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge.